Event description:
It was reported the bd intima-ii¿ closed IV catheter system had very obvious foreign body (matter) in the prn. This occurred 3 times. The following information was provided by the initial reporter: "the head nurse of neurology department did not open the package and found that there was a very obvious foreign body in the prn"

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 05-aug-2022. A device history review was conducted for lot number 8106292. Our records show that this is the only instance of foreign matter occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the sample submitted by the facility was reviewed by our quality engineers, who determined that the identity of the foreign matter was fiber from the clothing of one of our operators. H3 other text : see h10.

Event description:
It was reported the bd intima-ii¿ closed IV catheter system had very obvious foreign body (matter) in the prn. This occurred 3 times. The following information was provided by the initial reporter: "the head nurse of neurology department did not open the package and found that there was a very obvious foreign body in the prn".